Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. The airsense 10 device has hardware and software mitigations in place which cease heating to the tubing when breaths are not detected (i.e. When mask is off) and when the temperature of the air and/or tubing rises above 41 degrees. Resmed includes the following statement in the airsense 10 user guide ¿ ¿blocking the air tubing and/or air inlet of the device while in operation could lead to overheating of the device.¿ resmed reference #: (B)(4).

Event description:
It was reported to resmed that climateline air tubing used with an airsense 10 device allegedly burned the patient's arms. It was reported that the patient was asleep in her bed, awoke and noticed burns to her right and left arm near the elbows. It was reported the patient visited urgent care and was advised to apply over the counter ointment to the skin. The patient reportedly visited a physician assistant and was advised the entire healing process may take a few months, hyperpigmentation may take several months to years to resolve and may not resolve completely. The patient is currently recovering and has bandages on her arms.